Manufacturer narrative:
Pending evaluation. Concomitant device(s): logic tibia implant psc insert, sz 3.5, 15mm (cat#: 02-012-44-3515 / sn#: (B)(4)); tibial stem ext. Screw (cat#: 204-70-00 / sn#: (B)(4)); lgc trapezoid tibial tray, size 3.5f/3.5t (cat#: 02-012-41-3535 / sn: (B)(4)); stem extension, 12 x 25mm (cat#: 204-32-02 / sn: (B)(4)); 3-peg patella, 35mm (cat#: 200-02-35 / sn: (B)(4)).

Event description:
As reported, this (B)(6) y/o male with average weight was initially implanted on (B)(6) 2014 during a right tka. A revision right total knee arthroplasty was undertaken for aseptic loosening of the right femoral component on (B)(6) 2019. Upon entering the joint, the surgeon noted gross metallic debris (metallosis) in the synovium. The femoral component was extracted very easily. The cement mantle remained intact, the femoral component had de-bonded from the cement mantle. The tibial component, which had a small stem attached to it was well-fixed at the time of this revision and was left in place. The tibial insert was removed, it was noted that one of the screw holes cap/covers in the tibial tray had dislodged from its place in the tibial component. This cap was severely worn. The fragment of the cap was removed and retrieved for return to exactech along with the other explanted components (femoral and tibial insert components). The remaining three caps were still seated in the tibial tray component. There was significant bone loss in the femur after the cement mantle was gently extracted. Exactech logic cc sz 3 femoral component with augments, stem, and offset bushing were implanted, along with a size 3f-to-3.5t, 19mm transition cc tibial insert. The patellar component was not revised although significant wear was noted on the articular surface of the patella component. The patient left the or in stable condition. Devices will be returned. All available information received at this time.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the axium prime pusher was broken distal to the break indicator with the release wire extending out of the proximal end ~8.1cm. This is indicative that a manual detachment was attempted at this location. The actuator interface, positive load indicator, break indicator and coupler tube were not returned for analysis, therefore, mechanical detachment attempts using an instant detacher could not be confirmed. The pusher was found bent at ~17.8cm from the proximal end. The implant coil was returned still attached to the pushwire, but became detached during decontamination. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. As there was a small initial resistance encountered when attempting to retract the release wire, and the lumen stop was found damage, it is possible the coin was stuck within the lumen stop, causing the implant coil to not detach. Based on the returned device, the pushwire was found bent, implant coil was found stretched, and the retainer ring was found damaged, indicative of either high tortuosity, advancing device against resistance or damage during return shipping to medtronic for analysis. Possible causes for coil damage are patient vessel tortuosity and advancing device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.